Manufacturer narrative:
The lot number reported by the dentist was not verified by the system,so it was not considered. The information provided in this report wasbased on information given by the dentist in neodent¿s products warrantyform that was recorded in the system and is used by both themanufacturer and the subsidiary. The original complaint and the productwere received by the subsidiary and did not arrive in the manufactureryet. When this happens, a new evaluation of the complaint will becarried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4)- the dentist reported that 1 month and 7 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented bone type ii.

Event description:
(B)(4) - the dentist reported that 1 month and 7 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented bone type ii.

Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. This follow up being sent to include patient's codes in field f10.